Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, upon removal of the endoscope from the patient at the end of a therapeutic ercp, the distal cover fell off of the endoscope and into the patient's mouth. There was an unspecified delay in the procedure when it was identified the distal cover was missing, anesthesia was delayed and a gastroscope was prepared to retrieve the distal cover. Upon insertion of the gastroscope into the patient, the distal cover was identified in the patient's mouth. The distal cover was retrieved with the surgeon's fingers. The distal covered was retrieved with no issues to the patient. The intended procedure had been completed. The customer reported no anti-fog agents or chemicals were used or applied to the scope or distal cover. The distal cover and endoscope were inspected prior to use and no issues were identified. After attaching the distal cover to the endoscope, the distal cover was inspected and no issues were observed. The distal cover was visually and manually inspected to confirm the connection to the endoscope was secure. This event includes 2 reports. (B)(6)- maj-2315, lot h1y09. (B)(6)- tjf-q190v, serial unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported issue could not be reproduced. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be identified, the reported issue was likely caused by the following: physical stress was applied to the distal cover after attaching to the subject device and inspected. Unexpected stress such as load of friction by twisting, pushing, and pulling the cover in the body cavity was applied to the distal end during the procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: ¿ when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. ¿ after attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. ¿ after attaching, check that the distal cover is firmly attached by gently pulling/twisting it. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: ¿ before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. ¿ after attaching, check that the distal cover has passed over the hook of the distal ring. Additional observations made and information obtained during the demonstration are as follows: ¿ it was verified that the user pressed on top of the cover; however, she used her index finger instead of thumb finger. The user stated ¿there was no particular reason¿ why she chose to use her index finger. ¿ the user stated that she feels the ¿tightness of the cover¿ and a little ¿uncomfortableness¿ in pushing the cover all the way. ¿ the user states that she doesn¿t ask the doctor to check that the cover is securely attached. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) ¿ the facility uses care when attaching the distal cover, so that it does not crack. During the interview, the user did not carefully review and follow the instructions for use (IFU). The facility stated that they don¿t use the IFU for education but perform verbal education instead. However, the facility had in-service training conducted by olympus after the reported distal cover detachment incident. The IFU manual is reportedly stored in a location on the unit where everyone can access it when necessary. The facility did complain about the IFU manual itself stating that there are ¿so many steps.¿ training and continuous education for the staff (responsible for attaching the distal cover) is conducted by the facility. Per the facility, continuous education is conducted in-house because all staff received in-service training already by olympus, and the method itself for attaching the cover is described as ¿easy.¿ the following additional information was obtained during the interview: ¿ the incident (detachment of distal cover) has occurred only once. ¿ the facility stated that tightness was felt when pushing the cover all the way. However, the method of the distal cover attachment is not difficult for everyone to attach the cover. ¿ boston scientific¿s bite block, blox with dental retention rim (60fr, ref#: sbt-546, manufactured by boston scientific) is used. ¿ the distal cover sterilization packs are removed from the product carton and are stored in procedure (ercp) rooms. The excess stock of the distal covers is stored inside the product carton and stored in a storage room. ¿ although it was reported that the distal covers are not inspected before attachment to the endoscope, the facility states that there have been no distal cover defect or damages noted before attaching it.